Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime/fill anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the insulin continues to drip after motor stops during the manual prime process. Customer¿s blood glucose level was 224 mg/dl at the time of incident. Customer states the rewind message occurred after an alarm/alert. Customer states they did not receive second series of beeps nor did numbers appear on the screen. The insulin pump will be returned for the analysis.